Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed via MRI. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on october 28, 2024, with lot number 1515188. Based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture confirmed via MRI. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Patient reported left side rupture confirmed via MRI. Healthcare professional later reported rupture. Device has been explanted and replaced.